Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was making a noise and when she looked at it, it had a button error. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was a button error alarm and no button response due to moisture damage keypad trace. The insulin pump had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. There was no unexpected noise anomaly noted.